Event description:
Caller reported advantage system blood glucose results of 200 mg/dl and 55 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
Strips not available for return.